Event description:
It was reported that patient had been found by an emergency unit after collapsing and had no heart rhythm. The pulse generator exhibited loss of ventricular capture. Fluoros- copy images revealed no anomalies. An echo cardiogram did not reveal any damage to the cardiac tissue. The patient was kept in the intensive care unit.

Manufacturer narrative:
No medwatch form was received.